Event description:
It was reported the system steering handle was broken. It is likely this handle was "difficult" and/or "hard" to turn. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.